Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological surgery on (B)(6) 2004 and the mesh was implanted. In 2006 the patient underwent a laparotomy to excise a portion of mesh on left side due to erosion into bladder. The patient also underwent endoscopic excision of further mesh erosion into the bladder on (B)(6) 2012 and on (B)(6) 2013. The patient experienced bladder symptoms such as recurrent uti and dragging pelvic discomfort. The patient had to undergo three further procedures under general anesthesia to fix mesh erosion into bladder, including a laparotomy. The patient has no recurrence since. Additional information will be requested.